Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. The surgery was due to patient's condition. The anatomical shoulder prothesis was changed into a reversed shoulder prothesis. Primary surgery occurred (B)(6) 2015.